Event description:
The pt contacted lifescan and alleged the one touch ultra meter had segments missing. The medical affairs specialist unsuccessfully attempted to contact the pt. The reading was 210mg/dl and repeated was 170 mg/dl. No symptoms of high or low blood glucose. Emergency services were contacted, no reading taken per pt, and they received glucose. The customer care rep verified the segments were missing. Based on the information obtained from the pt there is indication the product malfunctioned and that the event meets the criteria for a medical device reportable.